Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while impacting the sigma cr150 femoral component implant, the sigma universal handle broke at the junction where it connects onto the black femoral impactor. It broke into two pieces and all pieces were retrieved from the sterile field and from the patient. It was discarded. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.